Event description:
It was reported that an ilet could not be unlocked, and a firmware update attempt did not resolve the issue; after allowing the battery to deplete and the device to restart, the unlock function still failed, and a replacement was arranged. Symptoms included no adverse clinical effects and blood glucose not affected. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and replacement logistics. Investigation of this case revealed a suspected device malfunction related to the user interface/unlock function on the pump, with the affected component being the handheld/pump user interface; the device was replaced and the original was requested to be returned. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.